Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was experienced during evaluation. The alarm was caused by a missing upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.